Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when the puncture needle had been inserted into the patient's body and when the guide was inserted after the puncture, the guide wire was stuck inside the puncture needle and could not be pulled. The guide wire was still attached to the puncture needle (based on the film). The product was replaced with the same lot on the same day of the event, the guide wire and puncture needle in the first kit were the only ones that replaced, while the catheter in the first kit was still in use and the procedure/treatment was completed. No tools used to remove the guide wire, no excessive force required to remove the guide wire with the puncture needle, the guide was still intact, no damage seen on the guide wire and there was no visible defect/damage noted with the needle. The dimension of the needle and the guide wire matched what was indicated on the label. No problem with the guide wire found in the package, nothing unusual observed on the device prior to use, flushing was done prior to use and no abnormality found. The guide wire and needle used were the ones included in the kit. No defects/damages found on the catheter itself. No other products being utilized with the device. The device was not repaired, there was no leak, tego was not utilized and there was no luer adapter issue. The insertion site was treated with unspecified disinfectant prior to product placement and no cleaning agent used on the catheter. No medical intervention/treatment required as a result of the event. There was no blood loss. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g1 (MFR contact first name, last name, email, phone number), g2, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that only the guide wire was received stuck in the introducer needle. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the guidewire thumb advancer and straightener to insert the ""j"" end of the guidewire in to the introducer needle. Do not insert or withdraw the guidewire forcibly from any component; the wirer could break or unravel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.